Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Per sb 13f2-15, replaced worn fingers on complete pressure adjusters with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. A review into the depuy mitek complaints system revealed three complaints for this device's serial number. This pump is 7 years old and has possibly seen heavy use in the field at this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that the out flow pump was over working throughout a hip scope procedure. The device was used to complete the procedure with no patient consequences reported. There was no blood in the patient tubing. No delay was reported. The tubing would not seal at the patient set inflow connection and it was tossed it. New tubing was used to complete the case. Biomedical technician confirmed that he chose the incorrect category 3 code.